Event description:
Side effects from essure birth control: sharp stabbing pain ever since implanted in (B)(6) 2010. Bleeding and heavy clotting, 2-3 weeks per month which includes painful serious, migraines, anemia, vit d deficiency, night sweats and unexplained fevers, fatigue, severe bloating, inflammation and body aches, painful intercourse.